Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the coil revealed it was stretched and kinked and the fiber bundles were covered in blood. Microscopic inspection revealed the coil zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. The number of proximal fiber bundles was below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter was used. The coil is designed to be used with a boston scientific imager ii selective diagnostic catheter. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the coil got stuck and detached within the catheter. The target lesion was located in the right hypogastric artery. During this embolization treatment procedure, six unspecified coils were placed inside the patient. The 12mm x 40cm interlock-35 coil was then selected for use. While attempting to deploy this coil, it became stuck and then detached within the 5fr non bsc catheter. They removed the catheter and the coil together from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition is fine. However, device analysis revealed the fiber bundles were below specifications.